Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported patient effect of vascular dissection is listed in the xience xpedition everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the left anterior descending artery (lad). After pre-dilatation was performed with a 2x10mm unspecified balloon catheter, a 2.25x23mm xience xpedition drug-eluting stent (des) was deployed at the target lesion. Following the deployment of the des, a distal edge dissection was noted, and a 2.5x28mm xience xpedition des was deployed to cover the vessel dissection, completing the procedure. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.